Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber-optic cable connector of the cardiosave intra- aortic balloon pump (iabp) was found damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Upon receipt of the necessary parts, the getinge field service engineer (fse) returned to the customer's site to complete the repairs. The fse replaced the fiber optic sensor extension cable assembly, o-ring, filter, and drive manifold assembly. Subsequently, the fse reassembled the iabp unit and completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. The initial reporter named in block e1 is a getinge employee whose contact details are: (B)(6) which differs from that of the event site.

Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) found the fiber-optic cable connector was damaged. The fse ordered replacement cable assembly and fiber optic sensor extension parts, and upon receipt, repairs will continue. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the fiber-optic cable connector of the cardiosave intra- aortic balloon pump (iabp) was found damaged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331/3243) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3243) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3243) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period. Mfg date to be submitted as a correction upon closure.